Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed, calcified, target lesion was located in the severely tortuous mid right coronary artery (rca). A quantum maverick 8mm x 4.5mm balloon catheter was selected to treat the target lesion. The physician initially encountered difficulties in crossing the lesion. During the first attempt to inflate the balloon, the balloon ruptured at 8 atms. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors.